Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was received on 05/15/2025: this occurred during an acl reconstruction procedure on (B)(6) 2025. The tightrope implant broke during implantation, so a btb tightrope was utilized as a replacement to complete the case. A 25¿35 minute delay occurred during the procedure; however, the case was completed without adverse effects on the patient. No additional anesthesia was required. No images were provided for review.

Event description:
On 04/15/2025, a sales representative reported via email that an ar-1588rt-2j tightrope ii rt broke while the surgeon passed the graft. The finger-trap mechanism at the bridge of the button appeared to give way under minimal stress, before the graft had even begun to be pulled into the tunnel. The tightrope was removed, and the procedure was completed using a backup. This was discovered during a procedure on (B)(6) 2025. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.